Manufacturer narrative:
Product complaint # (B)(4). Based on the embolic coil damage noted during the product investigation, this event meets the criteria for MDR reporting. Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. Procode: krd/hcg. (B)(4). Concomitant med products due to character limitation: y-connector (terumo), enpower dcb2 detachment control box. (B)(6). (B)(4). [Complaint conclusion] as reported by a healthcare professional, during a coil embolization of an internal carotid-posterior communicating (ic-pc) artery aneurysm, the 4mm x 12cm galaxy g3 (gly120412/l11690) thermo-mechanical was selected for use as the first framing coil, but the size did not fit; therefore, the physician attempted to resheath the coil but the zipper of the sheath introducer became damaged/broken and the coil could not be resheathed. The coil was replaced, and the procedure was completed successfully without further incident. No patient complications occurred as a result of the event. The surgery was not delayed due to the event. The complaint product was new and stored per labeling instructions. The products were stored and handled according to the instructions for use (IFU). The procedure was conducted in accordance with the IFU and a constant flush was maintained. No visible product damage prior to and after the event. No unintended detachment was observed in the vessel or in the microcatheter. There was no difficulty positioning the coil in the target site and no issue with poor conformability. The user did not apply excessive force at any time. No further information was provided. The 4mm x 12cm galaxy g3 was returned with the embolic coil tangled around the introducer and device positioning unit (dpu) core wire. The embolic coil was returned advanced out of the green introducer. The dpu core wire was seen protruding from the skive of the introducer. The introducer length proximal to the resheathing tool indicated that the device had been unsheathed. The embolic coil distal ball tip was present and intact. The embolic coil was seen kinked at one point. The socket ring was bent resulting in irregular alignment of the articulating joint. The distal outer sheath had not softened, indicating that the detachment process had not been initiated. No kinks were observed where the dpu core wire was seen protruding from the skive of the introducer. The dpu core wire entered the distal end of the resheathing tool outside of the introducer. The v-notch of the resheathing tool was seen undamaged. The device was unable to be re-zipped because the skive could not form around the dpu core wire. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported customer complaint of zipping difficulty-rezipping was confirmed. The complaint of coil introducer damaged was confirmed. The dpu core wire was seen protruding from the skive of the introducer. In an attempt to re-sheathe the device, the skive could not re-form around the dpu core wire when passed through the resheathing tool. The IFU instructs the user to leave approximately 1 inch (2-3 cm) of the translucent introducer sheath visible on the distal end of the resheathing tool. Advancing the resheathing tool further than this will put strain on the distal end of the skive. This may cause the skive to remain open when attempting to re-sheathe the device and not re-form around the dpu. As a result, the dpu will not properly re-sheathe. Proper unsheathing and resheathing functionality is verified for 100% of devices when the introducer lock is formed. The event description states that the coil was an improper size, so it is possible that the device was damaged during the procedure in an attempt to position the coil. Damage to the socket ring and embolic coil may have been caused by the application of excessive force. 100% of coils including the socket rings are inspected in-process for damage and kinks. Thus, it is unlikely that the device left the manufacturing facility with the observed damage to the introducer, articulating joint, embolic coil, or with the dpu core wire protruding from the skive of the translucent introducer sheath. Neither the product analysis nor the device history record review suggests that the failure could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors, including device manipulation and device interaction, may have contributed to the reported failure and damages noted on the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization of an internal carotid-posterior communicating (ic-pc) artery aneurysm, the 4mm x 12cm galaxy g3 (gly120412/l11690) thermo-mechanical was selected for use as the first framing coil, but the size did not fit; therefore, the physician attempted to resheath the coil but the zipper of the sheath introducer became damaged/broken and the coil could not be resheathed. The coil was replaced, and the procedure was completed successfully without further incident. No patient complications occurred as a result of the event. The surgery was not delayed due to the event. The complaint product was new and stored per labeling instructions. The products were stored and handled according to the instructions for use (IFU). The procedure was conducted in accordance with the IFU and a constant flush was maintained. No visible product damage prior to and after the event. No unintended detachment was observed in the vessel or in the microcatheter. There was no difficulty positioning the coil in the target site and no issue with poor conformability. The user did not apply excessive force at any time. Evaluation of the returned product revealed embolic coil damage. No further information was provided.